Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on the receiver on (B)(6) 2015. Patient's mother reset the receiver and it did not resolve the issue. Patient's mother did not report any injury or medical intervention.